Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4). The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system, model #: m-5463-01, serial #: (B)(4). 4. Cool flow pump, model #: m-5491-02, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial flutter left (l-afl) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. A transseptal puncture was performed with the cook needle and the st. Jude sr1 8.5fr sheath. The flow setting was 17ml/min. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained from 300 - 350. During the procedure, the patient's blood pressure had dropped and the patient was noted to have a pericardial effusion as observed by ultrasound. They were not sure when the perforation occurred. A pericardiocentesis was performed in which 1000 cc's were removed from the pericardial space. The patient was stabilized and transferred to the CT ICU for observation. There is no information about the hospitalization. The outcome of the adverse event was that the patient recovered. The physician's response regarding the cause of this adverse event was that these things happen during the procedure.